Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery he is experiencing "ghosting around words" and has to wear glasses to see his computer and read. Additional info has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).